Event description:
The patient reported not feeling "right" since implant of the new device. The patient uses a time clock to check fingerprints and is wondering if the magnetic interference is damaging the device. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. Records indicate the device remains in use. No further patient complications were reported as a result of this event.

Event description:
The patient reported not feeling "right" since implant of the new device. The patient uses a time clock to check fingerprints and is wondering if the magnetic interference is damaging the device. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. Records indicate the device remains in use. No further patient complications were reported as a result of this event. It was further reported that the patient had far field oversensing on the atrial lead. The patient does have a history of atrial fibrillation and small p waves. No changes were made to the programming and the lead remains in use.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.